Event description:
On 12/23/1999, the facility's staff nurse informed the manufacturer's sales representative of the following: the catheter was placed and the physician was trying to attach. However, the device locking ring kept snapping back and then came loose from the device. No further details were provided at this time.